Manufacturer narrative:
9735669: work order failed due to axiem communication. Issue resolved as I/o panel for the emitters was replaced and em emitters are now tracking. 9735736: not a software issue. According to hardware case part-238285 the issue was caused by the em controller. Software is functioning as designed. No failure found. 9735824: tested on em bench and was found to have a reduced em field. Tools would show up and track but would never get to green status. This unit is now exhibiting a clipped sine-wave on the a-channel. This failing performance would lead to very poor or no navigation. This was observed using emtest (t1001), without opening the unit 9735999:no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the flat emitter continued to show a metal interference value of 35-40 when trying to track the patient tracker. User checked for metal and found there was none in the field. User also confirmed that patient had no metal implants. User then switched to the side emitter ad it gave the same metal interference values. He tried three patient trackers with no change. User noted that the system was working normally prior the 1.0.2 software update and this was the first case following that update. He connected the side emitter from the navigation ent system to a navigation cranial system and the emitter worked normally and tracked the patient tracker without any metal interference shown. User came back to the ent navigation system and saw that the flat emitter was now dis playing "localizer faulted" and then changed to "emitter faulted" and stayed like that. He disconnected the flat emitter and connected the side emitter and it initialized and then worked normally. User noted that the flat emitter had worked normally until he left it to test the side emitter on the navigation cranial system. He reviewed both emitter cables and lemo connectors and the connection on the navigation system cart and there was no visible damaged on any of these. Site decided to continue the case using another navigation system after a 15 minute delay to surgical time. This occurred intra/peri-operatively with no reported impact on patient outcome.